Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The orifice of the left atrial appendage (laa) was 19-21mm, the landing zone was 16-17.3mm, and the depth was 28-29mm. The sizing of the device was determined using the sizing chart. During the procedure, the deivce had evidence of compression, tire-shaped. The device was successfully implanted. On 45-day follow-up transesophageal echocardiogram (tee) evaluation on 22 september 2023, the device had shifted proximally, and a 4mm leak was observed. The patient did not have any symptoms, and no intervention was required. The cause of the device migration was unknown. The patient was discharged and scheduled to return for 90-day follow-up.

Manufacturer narrative:
An event of device migration and residual shunt (leak) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from field indicated that the device was successfully implanted. On 45-day follow-up transesophageal echocardiogram (tee) evaluation, the device had shifted proximally and a 4mm leak was observed. The patient did not have any symptoms, and no intervention was required. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.